Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure the monopolar cautery isn't working and the erbe is faulting with error c-34. System logs confirm the error. Prior to calling, the customer tried multiple energy cords, ground pads, and instruments with no change. Customer also tried rebooting the erbe with no change. Customer has a covidien force triad generator and activation cable (B)(6). Tse walked the customer through integrating the covidien force triad with the da vinci and remained on the line until the customer confirmed the surgeon is now able to deliver energy. Customer is continuing with the procedure. Isi followed up with the customer and gathered the following information: the procedure was not completed with the same esu the customer had to connect the covidien force triad with the robot tower to complete the procedure. To resolve the reported issue the customer tried two different robotic monopolar cords, tried two different monopolar instruments, changed bovie pad, restarted erbe unit, called the 1-800 #. The surgeon was able to complete the procedure robotically using the covidien force triad to power the robotic instruments. There was no injury to the patient. System functionality was checked upon powering on the system, there had been two previous cases performed by the same surgeon and same or staff with that robot. The system initially powered on without errors. Patient demographics were provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. C-34 error occurred during start-up and mono coag. During visual inspection, scratches on the top and sides of the cover were found. The iesu will be returned to the original equipment manufacturer.